Manufacturer narrative:
This report is being supplemented to report additional information provided by the authoring physician.

Event description:
Information provided by the authoring physician indicates that the olympus devices used in these procedures did not cause or contribute to any of the aes in the clinical study.

Manufacturer narrative:
Olympus can not determine if the device was returned to olympus for evaluation as no specific model number or serial number was provided. Olympus will continue to investigate this report to obtain more detailed and specific information. There is no report of scope malfunction in this case. No specific patient information is available at this time. Additional information is being pursued. Upon receipt of additional relevant details, this report will be updated.

Event description:
It is reported in the literature article "metal versus plastic stents for anastomotic biliary strictures after liver transplantation: a randomized controlled trial" appearing in volume 87, no.1: 2018 of the gastrointestinal endoscopy journal, that a total of 17 patients experienced a procedure related adverse event following placement of either a fully covered self-expandable metal stent (csems), or multiple plastic stents (mps) using one of three olympus therapeutic videoduodenoscopes (tjf180, tjf160, or tjf140). This complaint reports patient adverse events (aes) following use of tjf160, and related complaints patient identifier (B)(6) and patient identifier (B)(6) report aes experienced following use of tjf180 and tjf140 respectively. The most common procedure-related adverse event experienced across both groups of patients (csems vs mps group) was pancreatitis ranging from mild (n-3), moderate (n-7), to severe (n-1). The remaining patients (n-6) experienced severe abdominal pain necessitating hospitalization and management with intravenous (IV) analgesics.